Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. There was no moisture damage under the lcd screen, electronic assembly, or motor. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that they were on a boat and the insulin pump was exposed to moisture from the ocean. Customer's blood glucose level was 227 mg/dl. Customer is also having keypad anomaly as a result of the ocean water on the insulin pump. Troubleshooting for moisture damage and keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.